Event description:
On (B)(6) 2015, it was reported to animas that there were possible issues with the pump and insulin delivery. No additional information was available. There was no known adverse event associated with the alleged event. This complaint is being reported because the alleged issue remained unresolved. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both accurately recorded in pump history. Pump exercised for 24 hours at 1 unit per hour. Total daily dose for testing period shows 24 basal units delivered. Unable to verify or duplicate reported issue. Returned battery cap used for investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.